Event description:
Olympus was informed that the user facility was not reprocessing the endoscope in accordance with the directions for use. The user facility had two loaner endoscopes from another user facility that were manually reprocessed without a channel plug and with a wrong size balloon channel brush. The user facility did not have an automated endoscope reprocessor (aer). There were three patients that were possibly exposed to the endoscopes that were improperly reprocessed. There was no patient injury or infection reported. There was no further information provided.

Manufacturer narrative:
Olympus contacted the user facility to obtain more detailed information regarding the report but with no success. No devices were returned to olympus for evaluation in association with this report. There was no allegation of any deficiencies in the product which may have caused or contributed to this report. Based upon the information provided, the users were not reprocessing the devices in accordance with the device instruction manual. An olympus endoscopy support specialist (ess) has provided in-service training to the user facility staff on appropriate reprocessing of endoscope. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report number 8010047-2012-00263.